Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was over sensing on high rate, nonsustained episode. Physician stated patient was in surgery at this time, and electrosurgical tool was in use. There was also an atrial bipolar lead impedance warning. The device remains in use. No patient complications have been reported as a result of this event.